Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failing to open and was difficult to close. A field service engineer found that the auxiliary enhanced half height drawer 3.2 was found to be stuck. Upon inspection, the left slide¿s bearing cage was discovered to have come off, and the slide bumpers were missing. The bearing cage was reinstalled with bearing balls, and two slide bumpers were installed. It was determined that a new drawer would be required. During further diagnosis, the bumpers on drawer 3.1 were also replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 failed to open and hard to close. Customer tried to recover the drawer, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.